Event description:
(B)(4) was reported that the loaner device displayed "fan failure # 1 and both batteries need maintenance". The user switched to a backup unit with no incident. (B)(4). Ref # MFR 8010762-2014-00159.